Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was placed in 2009, during an endoscopic retrograde cholangiopancreatography with plastic stent placement in the bile duct of a female, patient. The stent was noted to have perfect placement in the patient's bile duct. Although the case was noted to have gone well, it went unnoticed that there was a portion of the plastic catheter left inside the stent. The patient returned for stent removal the following month. While being admitted for the stent removal procedure the patient became septic. It was discovered during removal of the stent that a portion of the clear plastic catheter was still attached to the stent. The stent became occluded an prevented drainage of bile from the bile duct. The procedure to remove the original stent as performed by the same doctor that initially placed the stent. The removal of the stent went well and the physician deployed another flexima biliary stent. The patient's sepsis was treated with antibiotics. The patient is no longer septic and was released from the hospital.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.